Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record determined that the hinge gasket was missing, the swivel was loose, and the motor speed was unstable. The motor, hinge gasket, and swivel were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during inspection the device was noted to not work. Upon evaluation of the device it was noted that the motor speed was unstable. No harm or delay were reported as it relates to this event and no adverse event was reported. Diligence is completed and no further information is available.